Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 using the coolcore applicator and to the bilateral flanks on (B)(6) 2016 using the coolcurve applicator who developed paradoxical hyperplasia (pah/ph) 6 months after treatment. Following treatment, the treated areas developed firm tissue. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the lower abdomen and flanks (waist) with paradoxical adipose hyperplasia.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 using the coolcore applicator and to the bilateral flanks on (B)(6) 2016 using the coolcurve applicator who developed paradoxical hyperplasia (pah/ph) 6 months after treatment. Following treatment, the treated areas developed firm tissue. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the lower abdomen and flanks (waist) with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 using the coolcore applicator and to the bilateral flanks on (B)(6) 2016 using the coolcurve applicator who developed paradoxical hyperplasia (pah/ph) 6 months after treatment. Following treatment, the treated areas developed firm tissue. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the lower abdomen and flanks (waist) with paradoxical adipose hyperplasia.